Event description:
Litigation alleges that the patient suffered physical injury, pain, bodily impairment and high levels of toxic metal in his blood stream.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. This complaint is still considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving revision information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update received 5/18/16. The sales rep has reported the revision surgery. Patient was revised to address pain. The adapter sleeve is now being reported.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update received 5/18/16. The sales rep has reported the revision surgery. Patient was revised to address pain. The adapter sleeve is now being reported. Complaint was updated on 6/8/16.